Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) due to afib with rvr (rapid ventricular response). It was noted that the wavelet match scores did not sufficiently match to withhold therapy. Per the physician this is due to patient conducting with aberrancy during af (atrial fibrillation) causing wider qrs that does not match the normal wavelet template. The physician reprogrammed the stability value of the ICD and started the patient on amiodarone. The ICD remains in use. No further patient complications have been reported as a result of this event.